Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported was hospitalized for diabetic ketoacidosis. Customer's blood glucose was 585 mg/dl. Customer reported the insulin pump does not alarm when insulin is not delivering, the infusion set was kinked. Customer was in the hospital the ninth and the eleventh. Customer all ready changed the set, that is when customer saw the infusion set wad kinked. The infusion set has been kinked three to four times in the last three months. Customer does have scar tissue due to gallbladder surgery. Customer was advised to try other infusion set. No further information reported.